Event description:
It was reported that during testing conducted at the user facility, the ir lens had broken off of the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event was confirmed during visual inspection. Any physical impact to the navigated instrument, such as with a mallet or a similar tool will cause product damage or operational failure due to battery movement.

Event description:
It was reported that during testing conducted at the user facility the ir lens had broken off of the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.